Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic. No mention of any confirmatory testing completed. The report was obtained from an online review, no further information could be obtained as no customer contact was possible.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.